Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life, call service 128 alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: battery life related alarms were observed in the black box on 06/11/2015. Each occurrence of the alarm occurred directly after a "rewind" attempt. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump on the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.